Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, customer's basal rate settings were set too high and needed to be adjusted. Customer required assistance from partner to treat bg level via consumption of carbohydrates. Additionally, customer's healthcare provider adjusted basal rate settings.